Event description:
It was reported with the use of the bd blunt filter needle there was an issue with foreign matter. There was no report of medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no.

Manufacturer narrative:
Investigation summary: no sample investigation performed as no sample or photo was provided. This is the 1st related complaint reported with the defect/condition of foreign matter for lot #5212591 regarding item #305211. A device history record review for complaint batch #5212591 was performed. The affected lot was packaged on multivac line 4 for a total quantity of 360,000 parts. The hourly visual inspections were acceptable and daily cleaning was completed. The assembly batch that fed into package batch #5212591 was batch #5212949. This assembly batch was produced on nip line 7 where 183 visual inspections were performed totaling 9,150 parts inspected. No defects were observed. All daily cleaning was recorded as complete, as well as tpm (productive maintenance). Investigation conclusion: no sample or photo was provided, therefore, a thorough investigation with root cause corrective action could not be performed.

Event description:
It was reported with the use of the bd¿ blunt filter needle there was an issue with foreign matter. There was no report of medical intervention.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd¿ blunt filter needle there was an issue with foreign matter. There was no report of medical intervention.